Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged from its original implanted position. Farfield undersensing was noted and they were not seeing any p-waves. The ra lead has been surgically abandoned and replaced with a new lead. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.